Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous de novo right coronary artery (rca) that is 90% stenosed. The 2.0x12mm semi-compliant ballooon was used to pre-dilate the lesion. The 3.5x38mm xience xpedition stent delivery system was deployed, followed by post dilatation with a non-compliant 3.5x12mm balloon at 16 and 18 atmospheres. A distal edge dissection was observed and a 3.0x15mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.